Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the down arrow on the time segment screen and "total basal" is not visible on the touchscreen display. Tandem technical support confirmed that basal is still being delivered. There was no reported impact to customer's blood glucose level. It was indicated the customer will continue to use the pump for insulin therapy.